Event description:
It was reported that the web device did not detach after multiple attempts with multiple detaches. The physician attempted to detach the web by manipulating the device with the microcatheter unsuccessfully and the web had to be removed. No patient harm or injury was reported.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked, and the heater coil windings stretched. The distal portion of the heater coil was found stuck on the web implant. The device failed continuity and resistance testing due to the damaged connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies non detachment as potential complications associated with use of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.